Event description:
The lead was explanted due to inadequate pacing and sensing thresholds, due to suspected dislodgement or perforation.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.